Manufacturer narrative:
Concomitant products: 5076-58 lead implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection and pocket erosion. Cultures were taken. The entire pacing system was explanted and replaced. No further patient complications have been reported as a result of this event.